Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that increased impedance were observed on the ra lead and the lead was reprogrammed.

Manufacturer narrative:
Concomitant medical products: l311 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a polarity switch occurred on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.